Manufacturer narrative:
Unit received with unexpected battery power loss due to corrosion on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had sensor issue. Customer¿s blood glucose level was 5.2 mmol/l. The customer suggested that to perform another self-test. The device will be returned for analysis.